Event description:
It was reported that on (B)(6) 2009 the patient underwent l5 gill type laminectomy with l5 and s1 foraminotomies, l4-s1 posterior spinal fusion with instrumentation, l5-s1 posterior interbody fusion with bone morphogenic protein (bmp), autograft, and allograft, intertransverse placement of locally harvested autograft and cancellous autograft using theken coral polyaxial pedicle screws, 8 ml of autograft, 30 ml of crushed cancellous bone, bmp, 10mm peek graft, to treat lumbar degenerative disc disease, lumbar spinal stenosis, spina bifida occulta, chronic bilateral lower extremity radiculopathy, and left l5 spondylosis pars defect. A bmp autograft construct was placed at l5-s1 in midline followed by peek graft with its bmp; bmp, autograft, and allograft were placed in intertransverse space l4-5. On (B)(6) 2010 the patient was three months status post two-level lumbar laminectomy, decompression, and fusion. ¿she has done well postoperatively. She continues to have some persistent left groin pain that was present preoperatively. On physical examination, her incision is well-healed. Her bilateral lower extremity sensory and motor examination remains intact. X-rays obtained today in the office show a maturing fusion l4 to sl. There is no evidence of hardware loosening or malposition. I have asked [patient] to continue activities as tolerated. I will see her back in three months to check her progress. If she continues to have groin pain, my intention would be to make a new MRI.¿ on (B)(6) 2010 the patient presented with low back pain radiating into left groin and leg. Lumbar MRI indicated ¿l3-4 mild disc bulging and moderate facet hypertrophy, l4-5 moderate facet hypertrophy, and l5-s1 moderate facet hypertrophy, disc degeneration and bulging¿. On (B)(6) 2010 the patient presented with left hip pain. Per the medical records, her provided noted ¿I believe that she has a possible nerve root irritation in her lumbar spine¿. A trochanteric bursa injection was performed. Plan of care included if no relief occurs, an epidural injection would be considered. On (B)(6) 2011 the patient presented with the diagnosis of lumbar radiculitis and complaints of low back pain that radiates down her left lateral thigh and some numbness, tingling, and weakness of her lower extremities at times. She was treated with a transforaminal epidural steroid injection (esi) at left l4-5 and l5-s1. On (B)(6) 2011 the patient presented with the diagnosis of lumbar radiculitis and failed back syndrome. Per the medical records, ¿caudal epidural steroid injection was performed)¿. On (B)(6) 2012, the patient presented left leg radiculopathy, osteoporosis, and prior lumbar surgery. Spinal MRI indicated ¿stable exam with lumbosacral fusion and laminectomies, no critical canal or foraminal stenosis.¿ also noted was disc bulging and facet hypertrophy at l2-3 and l3-4; however, these findings were previously noted (B)(6) 2009. MRI of hips and pelvis was performed for left hip pain and unable to bear weight. The MRI indicated ¿small amount if fluid within the hip joints left greater than right¿. On (B)(6) 2013, the patient presented with low back pain with radiation into the lower extremities approximately one year ago, her pain was predominately left-sided, but now she has severe right-sided back, hip, and leg pain. The patient was noted to have ¿symptoms of more chronic type symptoms in the low back and lower extremity, however, the right side pain is what is most severe and limiting her ability to ambulate.¿ the patient was provided an order to obtain x-rays. On (B)(6) 2013, the patient presented with right hip and si pain. Ap pelvis x-rays revealed ¿joint space narrowing bilaterally with sclerosis of bilateral acetabulum¿ and ¿there is mild joint space narrowing of the hips bilaterally with some sclerosis. The acetabular sclerosis is slightly more prominent on the left side¿. ¿multiple pelvic phleboliths are seen.¿ on (B)(6) 2013 the patient presented with right-sided low back pain with sacroiliac-mediated pain. Per the medical records, the patient underwent a right sacroiliac (si) joint injection. On (B)(6) 2013, the patient presented with the chief complaint of low back pain with radiation into the thighs-bilaterally. She was noted to have ¿predominately right-sided pain, at one point, sometime ago; it had been left-sided¿. The patient reported that the sacroiliac injection did not seem to help her pain. ¿it is difficult for her to ambulate and it will radiate into the groin. She denies focal numbness or weakness. She tells me that the pain has been ongoing for a couple of years, though became worse in (B)(6) 2012. She previously underwent 3 caudal epidurals about a year ago, though none had worked. She has also tried lidoderm, tens unit, and pt.¿ the patient was provided a prescription for tramadol and a referral. On (B)(6) 2013 the patient reported that she fell getting out of bed yesterday hitting her left side on her bedside table. It was noted by that the patient was last evaluated in clinic (B)(6) 2010. At that time, patient complained of persistent left groin pain. She presented with a 6 month history of increased low back pain and bilateral hip and groin pain with radiation into anterior lower extremity to the feet at times, 50'/s right-sided and 50'/s left-sided. Patient reports her leg discomfort is greater than her back discomfort. Her symptoms are exacerbated by ambulation. Per the medical records, ap and lateral x-ray obtained (B)(6) 2013, revealed a ¿mature fusion l4 to the sacrum without evidence of broken, loosened, or displaced hardware. Junctional levels are fairly well maintained.¿ it was noted that dr. Spoke with patient regarding her discomfort which was considered ¿likely emanating from her degenerative, arthritic [hip] and not her lumbar spine. Dr. Has recommended the patient follow up with a hip surgeon for evaluation and treatment as indicated.¿

Manufacturer narrative:
(B)(4). (B)(6).